Manufacturer narrative:
The results of 44 ng/ml and 42 ng/ml measured from the manually diluted sample were measured on (B)(6) 2017.

Manufacturer narrative:
The last calibration performed on (B)(6) 2017 was slightly below expected ranges, but was not an indication of an issue. Quality controls performed on (B)(6) 2017 were within the expected ranges used by the customer. A general reagent issue was excluded. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys vitamin d assay (vitd) on a cobas 8000 e 602 module (e602). No erroneous results were reported outside of the laboratory. The sample was initially tested on a different elecsys analyzer (designated as the e3 module) and resulted as > 60 ng/ml accompanied by a data flag. The sample was manually diluted at a 1:2 dilution ratio and repeated twice on the e3 module, resulting as 44 ng/ml and 42 ng/ml. The sample was then repeated on the e602 analyzer, resulting as 17 ng/ml. The sample was also repeated again on the e3 module, resulting as 30 ng/ml. The customer reported the 44 ng/ml value outside of the laboratory. The patient was not adversely affected. The vitd reagent lot number was 19385101, with an expiration date of 10/31/2017. The field service engineer removed and cleared the sample line, checked the mixer, and checked reagent delivery. The field application specialist ran precision studies. Quality controls were run and analyzer operation was verified.